Manufacturer narrative:
The cause of the false reactive results for toxoplasma igg is unknown. Siemens is investigating the issue.

Event description:
The customer has obtained false reactive results on two patient samples for toxoplasma igg on an immulite 2000 xpi instrument. The initial result on both samples was reactive, and when repeated on the same instrument again the result was non-reactive, which was the expected result. The initial and repeat results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false reactive results on the immulite 2000 xpi instrument.

Manufacturer narrative:
Initial MDR 2247117-2017-00001 was filed on 1/3/2017. Additional information (1/5/2017): a siemens field service engineer was dispatched to the customer site. The fse evaluated the instrument and confirmed that the system was performing as expected and was in proper condition. In addition a siemens headquarters support center (hsc) reviewed the instrument files provided by the customer. The files showed no indication of sample, reagent, and diluent level sense issues when the sample was run. Multiple "liquid waste full" errors were detected at the time the issue occurred. The cause of the falsely high result is unknown. The system is performing according to specifications. No further evaluation of the device is required.